Event description:
Caller reports that the customer ate breakfast then at approximately 12:00pm, passed out. The caller mentioned that this is the time the customer normally would have eaten lunch. The caller states that the customer tested 73mg/dl during this time. The paramedics were called but customer had regained consciousness. He was then taken to the hospital but no treatment information was provided. He was released the same day. No quality controls were used. Requested return of suspect device and replacement was sent.